Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot review for the possible lot numbers was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4: lot # plots: 14219693 manufacturing date: 01/30/2025; expiry date: 11/19/2024. 14414223 manufacturing date: 07/02/2025; expiry date: 05/16/2025. 14441148 manufacturing date: 07/30/2025; expiry date: 06/01/2030.

Event description:
An email was received regarding a tego connector, alleging a blood leak during patient use. It was reported that, post-hemodialysis (hd) reinfusion, the dialysis line was disconnected while the central venous access device (cvad) had not yet been clamped. During the pre-flush or lock procedure, the patient coughed, resulting in blood spurting from the tego. Air was noted in the cvad and subsequently aspirated. The patient then complained of chest pain and shortness of breath, with a possible pulmonary embolism (pe) suspected. A medical emergency team or met call was initiated, and the met team attended and assessed the patient. The chest pain had subsided, and sinus tachycardia was observed. The cvad was aspirated and flushed, and it was concluded that the patient most likely experienced pleuritic pain. Blood was drawn, and the patient was later discharged home. The issue was observed by clinical staff during use. The product had been in use for an undetermined duration. There was patient involvement, but there was no delay in therapy, and no one was harmed in the reported event.